Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2011-08237. Reference MFR. Report: 1627487-2011-08238. The pt received the scs system on (B)(6) 2008. It was reported that the pt had a fall and since then the pt was experiencing a shocking sensation when he used the scs system. The leads and the extensions were removed and two new leads were implanted.

Manufacturer narrative:
Manufacturers eval: analysis of the device is in process; the results will be forwarded when available. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.